Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer stated that pump received critical pump error. Troubleshooting was performed for critical pump error and pump was not dropped or bumped. Customer doesn't recall any other errors. The customer was advised to revert to the back-up plan. The customer was advised to place pump in storage mode, remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and unresponsive buttons due to corroded electronic assemblies. Unable to download due to unresponsive buttons. The insulin pump was received with corroded motor home switch and corroded battery tube. The insulin pump was received with minor scratches on case and minor scratches on lcd window.